Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was rendered out of service. We are unsure if the lead was abandoned or explanted as the procedure was completed with a competitor sales person. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.